Event description:
A cartridge alarm 20 issue was reported by the customer, which resulted in an unknown high blood glucose level. Assistance was not required from a third party. The customer took corrective action by performing a correction injection via multiple daily injections (mdi). Technical support arranged for a replacement pump with updated software to be sent to the customer and instructed them on returning the problematic pump to avoid additional billing. The customer acknowledged the instructions, including the need to transfer their settings and connect their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.